Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. However, the reportable malfunction noted in the event description was observed. In addition, an air pump failure was noted, excessive stress to the output socket, and inadequate or no air flow from light source was noted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the video system center¿s air pump is malfunctioning. The issue was observed during reprocessing for an unknown procedure which was completed with another device. However, during device evaluation the reportable malfunction of no image due to video cable connectors failure was observed. This medical device report (MDR) is being submitted for the reportable malfunction found during device evaluation. There was no procedural delay, and the patient was not under anesthesia. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was no image when shaking the connector occurred of a loose flat socket. This could be caused due the video connector socket was broken for some reasons. Olympus will continue to monitor field performance for this device.